Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, tmicl13.2, -13.50/3.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault and glare/haloes. The reporter stated " pupil size greater od > os due to excessive vault causing glare/halo od. " this exchange resolved the problem, "glare/halo complaint has resolved with 12.6mm icl improving vault." Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.50/3.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients eye on (B)(6) 2019. The patient continued to struggle with glare and halo since initial surgery, possible lens exchange. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.